Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and there were no consequences.

Event description:
Additional information received indicated the patient presented with further post paced t-wave over-sensing (pptwos) on their implantable cardioverter defibrillator (ICD) episodes noted remotely via merlin.net. The patient was asymptomatic. Further information was requested but not received.